Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized many times due to diabetic complications. Since a reported hospitalization on (B)(6) 2014, the customer was admitted into the hospital on the following dates: (B)(6) 2014. The first 2 were for diabetic ketoacidosis, and the third was for low blood glucose and gastroparesis. During the hospitalization of (B)(6) 2014, the blood glucose reading was 600 mg/dl. The customer was vomiting and had ketones. The customer stated that she had been in 4 car accidents in the past 6 months; she stated that people kept crashing into her while she was parked. She did not remember if she had been in a car accident prior to the 3 hospitalizations she reported. She stated that she had high blood glucose levels triggered by stress from dealing with medtronic. The most recent blood glucose reading was 370 mg/dl. She said she would be vomiting soon. She declined an offer to call emergency medical technicians. Nothing further reported.